Event description:
It was reported that the procedure that took place on (B)(6) 2012, was for treatment of a lesion located in the moderately tortuous, mildly calcified, mid left anterior descending artery. Predilatation was performed prior to successful stenting with a 2.5x28 mm xience v stent. Postdilatation was performed and the procedure was ended. On (B)(6) 2012, the patient came in for a follow-up appointment with chest pain and was diagnosed with instent thrombosis with 100% occlusion of the stent. Thrombus suction was performed, after which dilatation was performed with a 2x12 mm trek balloon catheter. Another 2.5x28mm xience v was deployed for treatment inside the deployed stent. It was deployed successfully and timi 3 flow was maintained. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.